Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), battery loss alarm. The customer also reported failed pairing between simplera sync system and mobile application. The customer reported loss of communication between pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6102. Troubleshooting was partially performed for loss of communication between pump and mobile application. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for loss of communication between simplera sensor and mobile application. The pump alerted with device not found alarm. Troubleshooting was performed for pump error 23 and confirmed that customer was able to clear error and complete rewind process. Pump was recently placed in storage mode or without a battery for greater than 8 hours and error was immediately after battery change. Troubleshooting was performed for power loss alarm and confirmed that customer was able to clear alarm and complete the rewind process if requested. Pump was recently stored or without a battery for more than 10 minutes. Troubleshooting was not performed for pairing failed alarm. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. The customer will discontinue the use of pump. Product mmt-1884 will be returned. Product return is not applicable for non physical device mmt-6102.